Manufacturer narrative:
H3: one device was received for evaluation. The service history review found that the complaint relates to the servicing of the equipment during the period under review. The customer initial issue was confirmed however a reportable issue was identified during further investigation the downstream occlusion (dso) seal was detached. Functional testing found a defective latch. The dso seal, latch and printed wiring assembly (pwa) were replaced. The device will be returned to the customer after passing all tests.

Event description:
The customer returned the device for clock issues, as it had lost about 18 hours in 24 hours. During device evaluation, a detached downstream occlusion (dso) seal was found. There was no patient involvement.